Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: medical adhesive was not found in the bonding area, causing a weak bonding between the tip and the support tubing.

Event description:
It was reported that during the implant procedure, the distal tip of the lead was separated from the lead body and then returned to the initial position when the stylet was retracted out of the lead. The lead was replaced. The patient condition was good following the event.